Event description:
During a diagnosis coronary procedure, when engaged into the ostium of the right coronary artery (rca), a 6fr infinity jr4 coronary catheter separated, approximately 30cm from the hub, and dislodged within the patient. The aorta was not calcified or tortuous and no difficulties were experienced during the advancement of the catheter to the right coronary cusp. The catheter was advanced over a 0.035" cordis emerald diagnostic guidewire. The physician did not need to excessively torque the catheter to engage it into the ostium of the rca. When the physician injected contrast through the catheter to visualize the artery, he noted that the shape of the catheter was "strange." It appeared as though the catheter had lost its original shape/curve. He viewed the catheter from several angles, but could not visualize the tip or the catheter. Upon further investigation, the physician found the catheter had separated and the missing piece had migrated to the iliac artery.